Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples / photos were sent by the customer. The manufacturing process are validated with defined acceptance criteria. From these information it is not possible confirm the complaint. Investigation conclusion: the incident reported by this complaint will be monitored to tendency analysis. Root cause description: not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer slip had foreign matter on the syringe tip. This was discovered before use. The following information was provided by the initial reporter: syringe tip is dirty inside the closed package removed directly from the box.